Manufacturer narrative:
H6. 4641 - unexpected medical intervention should have been reported instead of 2199 - no health consequences or impact.

Event description:
New information received notes the patient's device was reprogrammed.

Event description:
New information received notes the right ventricular lead exhibited high out of range high voltage lead impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This report is related to previously reported complaint of externalized conductors, reported on jan 10, 2014, MFR number 2938836-2013-08664.

Event description:
This report is related to previously reported complaint of externalized conductors, reported on jan 10, 2014, MFR number 2938836-2013-08664. It was reported the patient presented in clinic after receiving a vibratory alert from their implantable cardioverter. It was observed the right ventricular lead exhibited out of range high voltage impedance. Previous screening of the lead had confirmed externalized conductors. It was confirmed again by x-ray on (B)(6) 2020. The patient was in stable condition. No intervention was reported.